Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to both tibial and talar components subsided.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to both tibial and talar components subsided.

Manufacturer narrative:
Correction - h6 (results code). The reported event could not be confirmed since the CT scan shows the talar component has clear radiolucence, but no clear cysts or subsidence. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that - there is clear radiolucence and some small cysts visible adjacent to the tibial component. The component is possibly slightly subsided and therefore the CT scan confirms the subsidence described for this case. The foot shows a consolidated calcaneal osteotomy which indicates further alteration of the foot anatomy in that patient. The talar component shows clear radiolucence, but no clear cysts or subsidence. Therefore, the described subsidence of the talar component is possible, but cannot be confirmed with the given CT scan only. The underlying cause for the failure remains unclear but is possibly patient related due to poor bone substances. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation the issue is caused most likely due to patient related factor i.e. Poor bone substance but more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.